Manufacturer narrative:
Product ID 3889-33, lot# v887374, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain and could not "walk." The patient stated the pain began "two weeks prior to the report." The patient did not have a trauma, fall, or new activity that correlated to the pain and did not provide the origin of it. The patient stated she had seen "several" health care providers (hcp) in the two weeks prior to the report and "they stated the pain was caused by the device." The patient was also checking into the hospital for an unrelated back surgery and she stated the pain was "different" from the back pain. The patient's stimulation was at 0.1 volt at the time of the report and initially turning off the device caused the pain to get worse. The patient came to notice though that turning off the device did not affect the pain. The patient was unsure if the hcps she saw in the two weeks prior to the report were familiar with implantable neurostimulators and stated they took x-rays, computed tomography (CT) scans, and blood work. The patient did not know if they took images of the lead placement. Additional information was requested, but was not available as of the date of this report.